Manufacturer narrative:
Date sent to the FDA: 4/25/2023. Additional b5 narrative: it was reported that the patient experienced hernia recurrence, discomfort, nausea, and pain.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for the adverse event which occurred on (B)(6) 2017. (B)(4) submitted for the adverse event which occurred on (B)(6) 2019. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and ultrapro comfort plug was implanted. It was reported the patient underwent revision surgery on (B)(6) 2017. It was reported the patient underwent revision surgery on (B)(6) 2019. No additional information was provided.